Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there is a green debris inside the sterile packaging of the product. There was no patient involvement and therefore no adverse consequence.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : one un-opened package was returned, after an initial examination of the un-opened package a foreign material was observed at the tip of the cutter. The root cause/s could be inadequate cleaning process, environmental conditions.

Event description:
It was reported that there is a green debris inside the sterile packaging of the product. There was no patient involvement and therefore no adverse consequence.